Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported problem of excessive air in line errors. A review of the event history log identified air in line alarms on the final days of customer use; however, it cannot be determined if the alarms are true or false. The upstream sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced excessive air in line errors. There was no patient involvement. No additional information is available.